Event description:
It was reported that the pump battery could not be charged using the tandem-provided wall adapter and a third party charging cable. There was no reported impact to the customer's blood glucose level. The pump was able to successfully charge after remaining plugged into the power source.